Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02783. Concomitant medical products: unknown, nexgen articular surface. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to instability. The patient had a history of revision to upsize the poly due to instability. There were no previous surgical notes available to the doctor indicating when these revisions took place. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Attempts to obtain additional information have been made; however, no more information is available. Medical records were not provided. X-rays were provided however, as the poly is not visible via x-ray image, submitting image to mmi would not enhance the investigation. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.